Event description:
It was reported that during a lobectomy procedure, the firing trigger could not be grasped completely and only half staples were deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.